Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) appeared to be depleting prematurely, as the estimated remaining longevity decreased from 2 years remaining to elective replacement indicator (eri) status over the course of eight months. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) appeared to be depleting prematurely, as the estimated remaining longevity decreased from 2 years remaining to elective replacement indicator (eri) status over the course of eight months. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Multiple attempts to obtain additional information were unsuccessful. To date, there is no evidence to suggest the device has been replaced. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
Current evidence suggests this device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.